Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot k373308 met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause was unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
A physician's office in (B)(6) reported a variance between the inratio2 inr results and the laboratory inr result on one patient. Results are as follows: (B)(6). There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)